Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
In the united states, the patient experienced an occlusion problem with the infusion set, which was likely located at the site on (B)(6) 2026. The patient had elevated blood glucose and received a corrective insulin injection via multiple daily injection (mdi).